Manufacturer narrative:
A ge oec service rep investigated the issue and noted errors in the event log that pointed to a bad iris pot. The collimator was replaced as well as the fluoro functions board to correct the malfunction and errors. The system and collimators were calibrated, tested and the system was returned to functionality. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had intermittent issues with the collimator being stuck and "iris potentiometer too large" errors.